Event description:
It was reported that when the ent surgery was finished, it was noticed that the coblation halo wand had a small nick in the insulation on the shaft of the wand. The patient lip experienced a small and minor burn. The procedure was completed without surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: corrected information on: h6 (medical device problem code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The shaft covering has multiple dents and cuts in it. The cuts and dents do not break the seal of the shaft and do not expose the metal shaft inside. The shaft has been bent with an incorrect tool, causing the dents and cuts. The shaft is bent. A functional evaluation was performed on the returned device and found plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. No plasma escaped in the shaft area. Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors, which could have contributed to the bent shaft and dents found during the investigation, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that can contribute to the reported event include: 1) mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. 2) damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects while activating the wand. 3) contacting the distal portion of cannula with the shaft when inserting and removing the wand. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.